Manufacturer narrative:
(B)(4). No sample has been returned for investigation. The batch record could not be reviewed since the lot number is not known. Without the actual sample or lot number, a thorough investigation can not be performed. All available information has been forwarded to the actual manufacturer. If the sample, lot number and/or additional pertinent information becomes available, a follow up report will be filed. (B)(4).

Event description:
As reported by the user facility (translation of user facility information by (B)(6) sales organization in (B)(6)): fracture of venous catheter. A woman underwent a cesarean section and who has been placed a venous catheter. Two weeks post discharge (on (B)(6) 2014) arrived at the service complaining of swelling in the left wrist since the discharged from the hospital and pointing as the "catheter". The lesion was located in the anterior aspect of the left wrist a few cm above the puncture site. It was confirmed by ecography the presence of superficial foreign body at the wrist. Underwent surgical exeresis it was confirmed the extraction of threadlike materials with hardened consistency compatible with the venous catheter fragment.